Event description:
It was reported via a trial, that during the procedure in the right internal carotid artery, the emboshield nav6 embolic protection device delivery catheter was advanced without resistance and the filter was deployed beyond the target lesion. An attempt was made to remove the delivery catheter and about half-way, resistance was felt. The delivery system, barewire, and the filter (in the open position) were removed as a single unit. Once outside the anatomy, it was noted that the barewire was wrapped around the delivery catheter 5-6 times. It is unknown how the barewire became wrapped around the delivery catheter. Another emboshield nav6 was advanced and deployed and the procedure was performed successfully. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: investigation of the returned device found blood on the handle, barewire, and filtration element, consistent with being advanced into the anatomy as reported. There was no saline visible. The filtration element, as returned, was not loaded into the delivery catheter; the barewire, as returned, was not wrapped around the delivery catheter as reported. The handle was pulled distally exposing the pusher. The red clip and torque device were not returned. There was a kink in the barewire 80 cm distal to the proximal end. There were two kinks in the shaft of the delivery catheter, 15 and 21 cm proximal to the guide wire exit notch. There was no other damage noted to the embolic protection system. During testing, the delivery catheter was removed from the barewire without any resistance. The tip of the barewire was tugged on to confirm that the core and shaping ribbon were intact. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the guide wire wrapped around the delivery catheter (dc) contributing to the difficulty of removing. It is possible that the portion of the wire, which extended out from the rx notch may have wrapped around the delivery catheter during use. This may happened if the system is twisted or torqued during advancement or during removal. The kinks noted in the barewire and delivery catheter are likely related to handling while attempting to remove the delivery catheter. The reported difficulties and noted kinks appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents for difficult to remove or kinks reported for this lot. All embolic protection devices are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.